Event description:
It was reported that during an unk pocedure, the hand activated 'max' button did not work. Completed the case with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.